Event description:
It was reported that the pharmacist reviewed the infusion data and found that it appears the pump delay functionality was used during an infusion of epinephrine. However, the nurse reported that they did not use the delay function and it is suspected that the pump malfunctioned. Epinephrine was intended to run at 0.4mcg/kg/min with volume to be infused of 175ml. It was noted that the patient's mean arterial pressure (map) was decreasing rapidly. The pump was programmed with additional volume and restarted the pump. Patient's map improved and there was no further issues from the event.

Manufacturer narrative:
A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the pharmacist reviewed the infusion data and found that it appears the pump delay functionality was used during an infusion of epinephrine. However, the nurse reported that they did not use the delay function and it is suspected that the pump malfunctioned. Epinephrine was intended to run at 0.4mcg/kg/min with volume to be infused of 175ml. It was noted that the patient's mean arterial pressure (map) was decreasing rapidly. The pump was programmed with additional volume and restarted the pump. Patient's map improved and there was no further issues from the event.